Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: customer returned (1) loose 3/10cc, 12.7mm syringe. Customer states that when removing a shield, the needle with the shield was separated from the hub. The returned syringe was tested and the hub-needle assembly did not separate from the barrel when the shield was removed. Unable to perform DHR check for needle hub separates due to unknown lot number. Occurrence: unable to perform complaint lot history check for needle hub separates due to unknown lot number. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, needle hub separates) was captured and addressed appropriately. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the needle hub separated from the bd ultra-fine¿ insulin syringe before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "when removing a shield, the needle with the shield was separated from the hub."